Manufacturer narrative:
Results of evaluation: conclusion: based upon inquiry info received and the visual examination, it was concluded that the jaws of instrument b had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instruments a and c were returned in good physical condition. Instruments a and c were cycled, fed, and formed the clips within design specification. This inquiry was originally reported as an rpo "record purpose only." Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
The device was used during a laparoscopic cholecystectomy. Clips did not feed/advance to the jaw properly. With the 4th applier the case was finished without difficulty. There was no consequence to the pt.